Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to the manufacturer. Function testing and a visual examination found that the component cable jacket has separated at the lemo connector exposing the shield wire, but no conductors.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem cable was damaged. Site was able to utilize an alternate navigation system for its cases. There was no patient present when this issue was observed.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the (B)(4) power/communication cable at the site was damaged. This system was aborted and another system was used. The surgery was completed with a delay of less than an hour and no patient impact.

Manufacturer narrative:
Correction: it was reported that the delay was 1 hour or longer. If information is provided in the future, a supplemental report will be issued.